Manufacturer narrative:
On 06/11/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/11/2018, mentor received additional information about the event: the serial number of the suspect medical device was originally reported to be (B)(4). New information states that this is the serial number of the concomitant left product. The serial number of the suspect medical device is now reported to be (B)(4). It was reported that there was a loss of implant volume. This is characteristic of deflation of the implant. Material rupture device code has been added. Patient¿s explanted devices were replaced with mentor memorygel breast implant 650cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/09/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/17/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation (pe) team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring less than 0.1 cm discovered on the posterior view. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 500cc saline breast prosthesis, cat. #3503500, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 500cc saline breast prostheses. Patient experienced pain in both breasts after implantation. The patient reported that the pain has been getting worse and that the pain in the right breast is worse than the pain in the left breast. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.